Event description:
It was reported that during the implant attempt the patient's anatomy precluded the lead from being implanted. Access was extremely tight and the coil got stuck and would not advance. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the defibrillation coil was distorted. The inner tubing was kinked/buckled. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and sleeve head.